Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user noticed the pump was on the fill tubing screen after removing it from a pocket and requested guidance on exiting that step; the user then disconnected and successfully completed the fill tubing procedure after having changed supplies the prior evening. Symptoms included no adverse clinical effects and no impact to blood glucose, as the reported reading was within the user¿s usual range and the event did not affect glucose control. Outcomes included no medical intervention, no hospitalization, and continued therapy without interruption. Investigation included troubleshooting and education provided by support, including guidance on proper completion of the fill tubing step while disconnected from the body. Investigation of this case revealed normal device function with no alerts or alarms, no device malfunction, and appropriate resolution through user education related to infusion set and cartridge handling. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error, mitigated through instruction.